Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the guide wire became stuck in the delivery device. The taxus express2 3.0 x 24 mm drug eluting stent was being advanced when it became stuck on the guidant bmw guide wire. It appeared that the wire was beginning to unravel. The taxus stent was not deployed. No pt injuries or complications were reported. No additional info is available.